Manufacturer narrative:
(D10) concomitant device(s): 350-22-22 - tibial insert fb sz 2 rt 8mm: 4748658. 350-02-02 - talar implant sz 2 rt: 5231652. 350-10-03 - ankle sz 3 locking clip: 5184595. (H3) pending evaluation.

Event description:
As reported by the exactech vantage total ankle study, the 33-year-old female patient had a right taa on (B)(6) 2018. On (B)(6) 2022, the patient presented with pain stating she noticed some discomfort during the previous wintertime. She stated her ankle is doing well with minimum pain and asymptomatic most days. On (B)(6) 2023, dr. (B)(6) ordered CT scan because she had complaints laterally and her x-rays showed some growth of the cyst in that area. On (B)(6) 2023, dr. (B)(6) stated that the subject described her pain as aching and burning, more intense with activity. The symptoms are aggravated by standing, walking, and weight bearing. Dr. (B)(6) elected to proceed with revision. The outcome of this event is considered resolved by action of revision on (B)(6) 2023. The case report form indicates that this event is definitely not related to the device and possibly related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.